Event description:
A pt was treated on 1/31/97 with two formulations of collagen to the nasolabial folds. The pt developed immediate swelling at the sites of treatment and later that evening, she developed erythema and an elevated temperature of 99.1. On 2/1/97, the pt was seen with continuing symptoms. The physician believed she developed a local infection perhaps due to the collagen injection or to an injection of local anesthetic which was administered prior to the treatment. He believed the elevated temperature was related to the infection and prescribed augmentin. On 2/3/97 all symptoms were resolved.